Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported concerns regarding inaccurate readings when comparing back-to-back readings on different devices. The patient observed a difference of greater than 20 mmhg between their teladoc blood pressure monitor and a manual cuff reading at the doctor's office. No medical treatment was provided in connection with the incident.